Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg) oekg sent the device to a third-party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument channels of the device. The testing result cleared the german guideline. After the additional microbiological testing, oekg evaluated the subject device and confirmed the following. -light guide lens was scratched. -distal end cover was deformed. -bending section rubber was peeled off. -scope connector had a trace of being shocked at the plug unit. Oekg has asked the user facility about the reprocessing process, however, the user facility did not provide a response. The exact cause of the reported event could not be conclusively determined at this time. Omsc surmised that this phenomenon attributed to the following. -the user handling of the device reprocessing was inappropriate -the device was contaminated occurred during the microbiological testing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, sphingomonas paucimobilis (>25 cfu/100ml) was detected from the sample collected from the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.